Event description:
It was reported that after successful placement of an unspecified device in a stenosed lesion in an unspecified coronary artery, when inflating the unspecified device using a priority pack 20/30 indeflator inflation device with its 3-way stopcock, the indeflator was unable to maintain a pressure of 18 atmospheres (atm). The indeflator gauge would fall to 12 to 14 atm when inflated to 18 atm each time it was inflated. However, while outside of the artery, the indeflator was able to maintain a pressure of 18 atm. Leaking was observed to be originating from the stopcock. The physician believes that the inability to maintain pressure is due to an issue with the 3-way stopcock, as the stopcock was switched out for another non-abbott brand stopcock and was able to be used successfully with the same indeflator. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported leak in the stopcock. A review of the complaint handling database found similar incidents related to leaks. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.